Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that the patient was having shocks and buzzing from their interstim device and lost their programmer so is not able to turn therapy off. Patient had an accident a few days following implantwhere they fell backwards on a t able and and an incident where the back of a chair went straight into their interstim ins and since then have had problems with it. Patient feels like the lead wire is bulging out under the skin. A couple weeks ago started have electric shocks when bending over to pick something up at the device area. Patient is feeling like an "over sensory load" like all their nerves are on edge even in their tongue and cheek have an electric buzzing they had not felt before. Patient also does not feel like the interstim therapy is working. The patient wondered if the interstim could cause chest pain. The patient was redirected to their healthcare provider to further address the issue. No further complications were reported at this time.